Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that an actuation failure occurred and the cutting wasn't activated during a vitrectomy procedure. The procedure was completed after replacing the product with another one. The condition of aspiration was unknown. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
The device history record review showed that the product was released per specifications. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe and preventing actuation of the cutter to occur. The root cause of the customer's complaint was related to an error during the manufacturing process. (B)(4).